Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that by the patient's spouse that the lead was 'bad' and the patient had a massive heart attack. The implantable pulse generator (ipg) was replaced and the lead remained in use. It was also reported that seven days later the patient died. No further patient complications have been reported as a result of this event.